Manufacturer narrative:
Product analysis: it was determined on analysis that the external pulse generator (epg) tested out of specification on incoming inspection due to the liquid crystal display of the instrument being damaged. It was also noted that the keypad was broken. The lower case and display frame were contaminated. Both output connectors were discolored. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) which was returned for service subsequently tested out of specification during manufacturer's assessment. There was no patient involvement.